Event description:
This report was rec'd from the literature in which the authors purpose was to acertain the incidence of factors related to retinal detachment after transscleral suture fixation of posterior chamber lenses. Six eyes developed retinal detachment, 5 in the primary implantation group and 1 in the secondary implantation group. Reattachment was successful in 3 eyes in which one needle technique was used. In the 3 eyes in which the two needle technique was used, retinal detachment recurred. The authors provide several possible explanations, one being that the leading hepatics of the implanted intraocular lens can pull the anteriorly prolapsed vitreous and exert traction on the retina in a direction opposite to the leading haptics. The brand of the intraocular lens is unknown and is being submitted to pharmacia & upjohn ceeon lens. Title: "factors contributing to retinal detachment after transscleral fixation of posterior chamber intraocular lenses".